Manufacturer narrative:
The information provided by (B)(4). No additional information is available at this time. Additional follow-up information may be obtained by the clinical affairs as it becomes available. Catalog numbers and lot codes of other devices listed in this report: cat # 623-00-40i, lot # mhj291, description: trident 0 deg insert 40 mm. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported on a study termination crf for (B)(6) that the study device was revised. The comment section of the crf indicates: "subject called from a different hospital system stating he had an infection and had to have his device removed on (B)(6) 2010. Subject stated that the hip had been removed a week earlier at that time."